Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 3 of 3. (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that three infusion set cannulas were kinked within 3 hours of insertion which led to high blood glucose level of around 250mg/dl. The insertion site of the infusion site was at hip area for each. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.